Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient had a guardian hinged knee replacement system and presented with a loose femoral stem.

Manufacturer narrative:
Please void the following report because the device has no deficiency, it is just a side effect of the patients' age.